Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted (lot no. 894869-invalid) for female sterilisation. The patient had a medical history of pelvic pain, leiomyoma and chronic cervicitis in 2020. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic laparoscopic hysterectomy, bilateral salpingectomy done on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: diagnosis: uterus, cervix, bilateral fallopian tube and hysterectomy bilateral salpingectomy chronic cervicitis inactive endometrium leiomyoma bilateral fallopian tube s with para tubal cysts. Negative for malignancy. Specimen source: uterus, cervix, bilateral fallopian tubes clinical information: diagnosis /clinical information: pelvic pain. Procedure: robotic laparoscopic hysterectomy, bilateral salpingectomy. Gross description: uterine cavity: the uterine cavity is 2.5 cm from cornu to cornu and 4.5 cm from fundus to lower uterine segment. Present in the right cornu is 25cm in length by less than 0.1 cm in diameter coiled metal wire. Present in the left cornu is an 8.2 x 0.1 cm minimum coiled wire. 894869-invalid. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 2100 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted (lot no. 894869) for female sterilisation. The patient had a medical history of pelvic pain, leiomyoma and chronic cervicitis on (B)(6) 2020. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 2100 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: diagnosis: uterus, cervix, bilateral fallopian tube and hysterectomy bilateral salpingectomy; chronic cervicitis; inactive endometrium; leiomyoma; bilateral fallopian tube s with para tubal cysts. Negative for malignancy. Specimen source: uterus, cervix, bilateral fallopian tubes. Clinical information: diagnosis /clinical information: pelvic pain. Procedure: robotic laparoscopic hysterectomy, bilateral salpingectomy. Gross description: uterine cavity: the uterine cavity is 2.5 cm from cornu to cornu and 4.5 cm from fundus to lower uterine segment. Present in the right cornu is 25cm in length by less than 0.1 cm in diameter coiled metal wire. Present in the left cornu is an 8.2 x 0.1 cm minimum coiled wire. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information, medical history, lab data, lot no. Added, indication, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 2100 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.